Event description:
It was reported that patient suffered from dizziness after the auto-threshold feature was activated on the pacemaker. Loss of capture was reportedly observed. An explanation was requested. Preliminary analysis showed that the measured ventricular threshold was unstable, which led to variations of the ventricular output (in accordance with the threshold). At this stage, no anomaly is suspected regarding the pacemaker and the ventricular auto-threshold feature. The reported event is likely related to patient physiology.

Event description:
It was reported that patient suffered from dizziness after the auto-threshold feature was activated on the pacemaker. Loss of capture was reportedly observed. An explanation was requested. Preliminary analysis showed that the measured ventricular threshold was unstable, which led to variations of the ventricular output (in accordance with the threshold). At this stage, no anomaly is suspected regarding the pacemaker and the ventricular auto-threshold feature. The reported event is likely related to patient physiology.